Manufacturer narrative:
Describe event or problem should read: the pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 09/09/2016 not 08/31/2016 as previously reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: evaluation revealed that the pump was returned with the paint worn off throughout pump casing. The battery compartment was cracked along the side and from case seal traveling to bumper. The keypad is peeling off. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 08/31/2016.